Event description:
Device report from germany indicates a rod was moving so the locking cap was replaced.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.